Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states pt doesn't use/recharge the scs anymore and the ins battery is dead. Caller states pt is needing MRI b/c the scs is going to be replaced. Caller also noted pt doesn't have a programmer. Caller reports patient was scheduled for MRI of l-spine this past saturday and was cancelled. Caller reports patient did not have any information with her, no controller. Caller reports patient indicated the ins is no longer working and will be scheduled for replacement.